Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / chronic pelvic pain') and autoimmune disorder ('possible autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss") and rash ("frequent rashes"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, pelvic discomfort, menorrhagia, dyspareunia, abdominal distension, abnormal weight gain, alopecia and rash had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, autoimmune disorder, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure (ess205). The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results: on unknown date : hsg test : her coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / chronic pelvic pain') and autoimmune disorder ('possible autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss") and rash ("frequent rashes"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, pelvic discomfort, menorrhagia, dyspareunia, abdominal distension, abnormal weight gain, alopecia and rash had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, autoimmune disorder, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure (ess205). The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results: on unknown date : hsg test : her coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Reporter information updated. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.